Manufacturer narrative:
The ICD and lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this lead and ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analysed, confirming the clinical observation. The available iegms document one episode of oversensing in the rv channel, which lead to one charging cycle without shock delivery. Additionally a slight rise in rv pace impedance of 150 ohm in between (B)(6) 2014 was noted. Based on the available data, however, a determination of the root cause of the clinical observation was not possible.

Event description:
Ous MDR - it was reported that about 27 months after the implantation episodes of ventricular fibrillation were observed triggered by oversensing on the right ventricular channel. No adverse patient side effects were reported. Neither device was returned.